Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. Customer blood glucose reading was 225 mg/dl. Troubleshoot was performed. Customer states reservoir would not allowed insulin to go in. Customer states unused reservoir was discarded. Customer states the leak occurred on (B)(6) 2017. Customer states all the components are present. Reservoir will not be returning for analysis.